Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent an open mesh rectopexy and colpopexy on (B)(6) 2012 at which point a gynecological surgical procedure was performed and mesh was implanted. It was reported that she experienced back pain, bowel symptoms, urinary and fecal incontinence and urinary tract infections. It was reported the patient experienced pain during sexual intercourse, vaginal pain, bleeding, and discharge. No additional information was provided.